Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter reads inaccurate high compare to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 5am). The patient¿s testing frequency and normal blood glucose range are not specified. On unspecified dates/times, the patient reportedly obtained blood glucose readings of ¿107, 160, and 175mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self adjuster); however, in response to the alleged meter issue, the patient reportedly consumed less food at every meal from (B)(6) 2013 between (6am-6pm). It is not clear at what blood glucose range the patient will withhold administering insulin. The patient denied testing his blood glucose with another device after the alleged meter issue occurred. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed unspecified symptom(s) of low sugar on (B)(6) 2013 (at 12am) and five minutes later the patient consumed sugar tablets as self-treatment. Prior to the onset of his symptom(s), the patient¿s previous blood glucose reading (with the subject meter) is not known and it is not clear if the patient made in adjustments to his insulin regimen in response to his previous glucose reading. In addition, it is not known when the patient¿s symptom(s) abated and it is not specified what the patient¿s blood glucose reading was (with the subject meter) after treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/12/2013). The patient¿s meter and test strips have been returned on 10/1/2013 and 10/7/2013, respectively, and evaluated by lifescan product analysis on 10/3/2013 and 10/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.